Manufacturer narrative:
UDI: (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported noise and impedance issue could not be conclusively determined. (B)(4).

Event description:
During a procedure, noise was noted on the right ventricular lead. Due to the noise as well as previously observed impedance fluctuations, the lead was capped and replaced.